Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a "sensor ended" error message was received with the adc device and the customer experienced low glucose and a loss of consciousness and was able to self-treat with a sugar supplement provided by the father. The customer then went to the hospital where a blood glucose result of 42 mg/dl was obtained and the customer was diagnosed with hypoglycemia but no treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.